Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm, vticmo12.6, -18.0/1.5/130 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.